Event description:
It was reported that at the patient's first clinic visit, four days post implant, the ventricular lead was found to have high impedance. The physician took the patient back to the or (operating room) and tried to reposition the lead to another spot and from the impedance measurement the physician did not trust the lead. The lead was then removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).